Manufacturer narrative:
Of the 5 allegations of a malfunction, 2 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning due to battery compartment crack and moisture within the pump. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 5</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery life w/damage & moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 19-39 years of age and between 122 and 157 pounds. Of the reported patients, 3 were male and 2 were female.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there were 2 instances of battery life with damage/moist failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.